Event description:
It was reported that: "le notifiant déclare un défaut sur le produit coil d'embolisation peripherique complexe detachable ø16 mm l.55 cm microcath.0.0165'' prestige, ref pres1655com18, lot f251100340; per 08/11/2030. "En cours d'embolisation d'un anévrysme dans une branche digestive, utilisation d'un coïl balt prestige 16 mm/55 cm. Rupture du coïl dans le cathéter en place dans le patient au niveau de son milieu. La moitié libre du coïl a été flushé dans l'anévrysme en manuel afin de ne pas compromettre la suite de la procédure en mobilisant le cathéter, l'autre moitié a pu être retirée" translation: the notifier reports a defect involving the product detachable complex peripheral embolization coil ø16mm l.55cm microcath.0.0165'' prestige, ref. Pres1655com18, lot f251100340; exp. 08/11/2030. "During the embolization of an aneurysm in a visceral branch, a balt prestige 16mm/55cm coil was used. The coil fractured within the catheter which was positioned inside the patient at its midpoint. The detached half of the coil was manually flushed into the aneurysm to avoid compromising the remainder of the procedure by moving the catheter; the other half was successfully retrieved."

Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f251100340 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.